Event description:
According to additional information received on 11-jun-2026, the revision procedure was performed. The pump migrated up after the first surgery. They replaced the pump so they had more tubing length to put it lower after cutting it too short the first time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.